Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the navigation system functioned as designed as the frame was suspected to have moved. Analysis found that the software functioned as designed.

Manufacturer narrative:
Additional information: event information updated.

Event description:
The observed imprecision was 5 to 7 millimeters in depth.

Manufacturer narrative:
Additional information: UDI received . Device manufacturing date received.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, via a healthcare professional, an imprecision was observed in a cervical spinal fusion. It was noted that the imprecision was observed in terms of depth. It was noted that the mayfield reference frame was suspected to have moved following a 3d image acquisition, resulting in the imprecision.